Manufacturer narrative:
Medtronic received information that the imprecision was 1.5 millimeters.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported via email from a manufacturer representative that "a spine surgeon from the university of (B)(6) mentioned that he had recently performed a surgery with the navigation system in which he had a rare (in his experience) system inaccuracy. He believed that there was a good chance that he bumped the reference frame, but wasn¿t sure. However, he also mentioned that there was a patient injury involved in this case (a dural tear) which may have been caused by this inaccuracy." There was a medial breach of a pedicel screw on the l1. Patient experienced a minor foot drop after the procedure.